Manufacturer narrative:
The distributor did not submit a user facility/importer report to the MFR. (B)(4). Carefusion has issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for eval. As of the date of this report, the alleged faulty gas delivery engine has not been received.

Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor. "The ventilator could be turned on, but this machine have vent inop alarm; does not work, and no alarm sounds. After checking it, the gde [gas delivery engine] has broken. If we replace the gde [gas delivery engine] with a good one, this problem will be solved. It is necessary to replace the gde [gas delivery engine]."